Event description:
It was reported that there was st segment elevation and air seen in the patient. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The closure device was implanted successfully in the laa of the patient. After deployment, st elevation was noticed and the patient's blood pressure dropped to a mean arterial pressure of 29. The anesthesiologist noted inferior wall motion abnormality. Upon release of the closure device, transesophageal echocardiography (tee) confirmed the air bubbles in the appendage and the lv. The patient was treated with supportive therapy that included volume and vasopressors. The st elevation and the wall motion abnormality eventually resolved without further treatment. The physician ordered six hours of laying flat and oxygen therapy to promote resorption of the noted air bubbles. The patient was extubated with no neurological changes post procedure. The patient remained stable and was discharged.